Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline fault alarms; however, a specific cause could not conclusively be determined through this evaluation. The submitted log files (a3010819.log and a3030849.log) contained overlapping data from (B)(6) 2021 at 9:47:08 to (B)(6) 2021 at 6:38:23. The fixed speed was set at 9000 rpm with a low speed limit of 8600 rpm. On (B)(6) 2021 to (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 there were yellow wrench alarms that corresponded to driveline fault alarms, totaling 60 driveline fault alarms. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. Based on the complaint history and similarly reported events, the data captured in the submitted log files is potentially consistent with damage to one or more of the wires in the patient¿s driveline; however, a specific cause for the driveline faults observed in the submitted log files could not be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6), driveline s/n (B)(6) and perc lead repair kit s/n (B)(6), lot number 7268049 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2015. The current heartmate ii lvas discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including driveline fault alarms, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including driveline fault alarms, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline issues reported under MFR report number: 2916596-2020-01764, 2916596-2020-06268. Driveline repair reported under MFR report number: 2916596-2020-04528.

Event description:
It was reported that the patient had an ongoing back-up battery fault on the controller. The patient was reportedly do-not-resuscitate (dnr) and do-not-intubate (dni) and also had multiple issues with the driveline including, but not limited to twisting the driveline due to parkinson's disease. The patient was otherwise stable with no reported adverse events. The patient had a driveline repair performed on 07sep 2020. The log file review displayed multiple strings of intermittent driveline fault alarms due to a potential degrading wire/conductor in phase 2. The log also displayed a backup battery fault associated with yellow wrench alarms on 01mar2021. The log file did not capture any pump stops or evidence of progression of the driveline issues. The file captured a backup battery fault, backup battery load test fail, and no external power events on 01mar 2021. These appeared to have resolved on their own.